Event description:
It was reported that during a device change out procedure for normal battery depletion, that a lead safety switch (lss) had triggered due to low out of range right atrial (ra) lead pacing impedances that occurred sometime last year. The pacemaker was changed out and the ra lead remains in service. No additional adverse patient effects were reported.